Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008k2 hemodialysis (hd) machine had acid pump roc 1 in dialysis mode during treatment. The patient was able to complete treatment on another machine with the same set-up. The cord was discolored and slightly melted. There was no harm or adverse event reported. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008k2 hemodialysis (hd) machine had acid pump roc 1 in dialysis mode during treatment. The patient was able to complete treatment on another machine with the same set-up. The cord was discolored and slightly melted. There was no harm or adverse event reported. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
Date for follow up one is 9/27/2017.

Event description:
A biomedical technician (biomed) at the user facility reported that a 2008k2 hemodialysis (hd) machine had acid pump roc 1 in dialysis mode during treatment. The patient was able to complete treatment on another machine with the same set-up. The cord was discolored and slightly melted. There was no harm or adverse event reported. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility.